Event description:
It was reported that patient received inappropriate shocks due to noise on the lead. Lead was replaced without complication. No further information.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.